Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had replace battery alert. Customer's blood glucose level was unknown. Customer recently changed the battery in insulin pump because she got an alarm that the battery was dead. Customer declined troubleshooting for replace battery. The insulin pump will not be returned for analysis.